Manufacturer narrative:
The device referenced in this report has not be returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified elective laparoscopic procedure using a high flow insufflation unit, the physician could not get the high flow rate when iap was low when bleeding started during the procedure. The doctor expressed concern this was a serious issue and further sated "I have done lap surgery for 30 yrs and have not has this issue at any other hospital". The doctor requested help from biomed. There was no adverse effect to the patient as a result of this occurrence and no intervention was required. Additional information was requested, only very limited information could be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.